Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Patient's other blood glucose value was 450 mg/dl and 96 mg/dl. The customer was treated with insulin drip and manual injection. Based on customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The device was not expected to be returned for analysis.